Manufacturer narrative:
(B)(4)=DHR review. Device evaluation summary: as received, one hole 4mmx4mmx2mm, was observed on cusp area of leaflet 3. The hole was beveled at the outflow aspect. Such observation was typical characteristic of those caused by suture tail abrasion. Suture holes were observed around the entire circumference of the sewing ring, however, no sutures were observed. Minimal host tissue overgrowth encroached onto the tissue into the orifice at the greatest point by approximately 3mm at the inflow aspect and 1mm at the outflow aspect. Host tissue was minimal at both stent inflow and outflow. No inconsistencies were detected in the x-ray as the wireform was intact. Additional manufacturer narrative - the reported hole in leaflet was confirmed through device evaluation as a suture tail abrasion. The product instructions for use (IFU) include instructions " it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue."

Event description:
The device was received for evaluation.

Event description:
Edwards received information that this 21mm pericardial aortic valve, implanted two (2) years, eleven (11) months, was explanted due to a hole on one of the leaflets. Patient did not have endocarditis. The device was replaced with a another. There were no reported patient complications.

Manufacturer narrative:
Torn leaflet. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.